Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the sleeve feel off resulting in leakage. The following information was provided by the initial reporter. The customer stated: "the black sleeve was separated and was trapped with the tube, resulting in blood leakage." No reports of blood exposure or medical intervention.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve separation and leakage with the incident lot was observed. However, it was confirmed that the blood transfer device (btd) was used in conjunction with a terumo blood collection tube. The competitor containment device (blood collection tube) is sometimes incompatible with our btd due to the design of the closure of the tube. Other stopper designs in rare cases can trap the btd sleeve, causing it to pull off or be trapped and exposing the non-patient (np) needle. Without the sleeve in place, leakage occurs. Additionally, 48 retention samples from bd inventory were evaluated by visual examination and no issues were observed that could cause sleeve separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® blood transfer device holder with female luer adapter the sleeve feel off resulting in leakage. The following information was provided by the initial reporter. The customer stated: "the black sleeve was separated and was trapped with the tube, resulting in blood leakage." No reports of blood exposure or medical intervention.